Manufacturer narrative:
It was reported by customer that two hours post start of infusion piv started backing up with blood and then piv clotted. One sample of material number 2432-0007 was submitted for quality investigation. Visual inspection of the sample was conducted and no damages or abnormalities were identified. The infusion set was then primed with with a glycerin and water solution in order to conduct a simulated infusion. A simulated infusion was conducted at a flow rate of 125 ml/hr for 2 hour. There were not issues identified with the infusion set. The customer complaint of backflow / flow issues - fluid blockage could not be verified. A root cause was not determined because the failure was not replicated. A device history record review for model 2432-0007 lot number 24036189 was performed. The search showed that a total of 30,723 units in 1 lot number was built on 25mar2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was occluded the following information was received by the initial reporter with the following: rcc received a complaint via email. Email(s) attached. Two hours post start of infusion piv started backing up with blood and then piv clotted. Started a new piv, restarted infusion. Blood again backing up in tubing. Alaris tubing change out to a new set and a trifuse for the filter. Rectified problem.